Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4 lead into the header of this device resulting in the high out of range pacing impedance measurement and high capture threshold. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range right ventricular (rv) lead pacing impedance measurements, measuring greater than 2000 ohms in addition to high threshold measurements. Further review of lead trending shows the lead exhibiting a gradual rise every day in impedance measurements since implant. No noise is observed. Isometric maneuvers were performed as part of troubleshooting measures and unable to replicate the out of range measurement. A chest x-ray was performed and it was noted there were no changes in lead position since initial implant procedure. Technical services (ts) was consulted and discussed further troubleshooting and programming options with the health care professional (hcp). Subsequently, the patient underwent additional surgical intervention where upon opening of the device pocket it was discovered that there was a set screw issue. The rv lead set screw was re-inserted properly and normal lead measurements were observed. The rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high out of range right ventricular (rv) lead pacing impedance measurements, measuring greater than 2000 ohms in addition to high threshold measurements. Further review of lead trending shows the lead exhibiting a gradual rise every day in impedance measurements since implant. No noise is observed. Isometric maneuvers were performed as part of troubleshooting measures and unable to replicate the out of range measurement. A chest x-ray was performed and it was noted there were no changes in lead position since initial implant procedure. Technical services (ts) was consulted and discussed further troubleshooting and programming options with the health care professional (hcp). Subsequently, the patient underwent additional surgical intervention where upon opening of the device pocket it was discovered that there was a set screw issue. The rv lead set screw was re-inserted properly and normal lead measurements were observed. The rv lead remains in service. No additional adverse patient effects were reported.